Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during treatment the laser stopped and gave an error message regarding pressing the laser pedal. The treatment was unable to continue. The treatment was successfully completed the same day. The planned refraction and results were achieved.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).